Event description:
Related manufacturing reference number: 2017865-2023-40906. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to cross the tricuspid valve. Once fixated, it was noted that the lp exhibited no rise in impedance and loss of capture. The physician attempted to reposition the lp and noted the helix had stretched. The lp was removed and replaced. The new lp also exhibited an impedance issue and high capture threshold but was repositioned and implanted successfully. The patient was in stable condition.